Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The health care professional could not provide any info regarding the wear time or any descriptive info about the allergic reaction. They reported that the product has been used since (B)(6) 2013, but it may have been longer. An alternative product was ordered by the customer. A return sample for evaluation is not available for review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The rend depicted is random and is consistent with the medical advisements and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. (B)(4). The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Health care professional reported an allergic reaction occurred under a tape collar.